Manufacturer narrative:
Additional information received 21-dec-2021 (engineering input): placement of the double pigtail stents was placed endoscopically by ercp to relieve obstructed bile duct. Therefore it is not off label use of these devices. This a cancellation report. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Event description:
Additional information received 21-dec-2021 (engineering input): placement of the double pigtail stents was placed endoscopically by ercp to relieve obstructed bile duct. Therefore it is not off label use of these devices. This a cancellation report. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Kim 2019 ¿a rare fatal bile peritonitis after malposition of endoscopic ultrasound-guided 5-fr naso-gallbladder drainage.¿ an (B)(6) year-old female patient was admitted to our hospital presenting with yellow skin color and anorexia with abdominal pain for two weeks. Physical examination revealed right upper quadrant tenderness and equivocal murphy¿s sign without other remarkable findings. An abdominal computed tomography (CT) scan showed segmental enhanced distal bile duct stenosis with upstream bile duct dilation and gb distension suggestive of distal common bile duct malignancy the endoscopic retrograde cholangiogram showed similar bile duct findings. A biopsy with brush cytology (boston scientific, natick, ma, USA) was performed for the distal bile duct lesion. Two 7-fr pigtail plastic stents (zimmon biliary stent; cook endoscopy, bloomington, in, USA) were inserted for biliary decompression. Unknown what the exact rpn is but possibly any of the below: zso-7-3 , zso-7-4, zso-7-5, zso-7-6, zso-7-7, zso-7-9, zso-7-10, zso-7-12, zso-7-15 or zebd-7-2, zebd-7-3, zebd -7-4, zebd -7-5, zebd -7-6, zebd -7-7, zebd -7-9, zebd -7-10, zebd -7-12, zebd -7-15, zebd -7-18. This file is capturing the off-label use for the placement of two zimmon biliary stents.